Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. H3 other text : device not returned.

Event description:
It was reported that the customer experienced an elevated blood glucose (bg) level of 620 mg/dl; cause was not known. Customer administered a manual insulin injection to address elevated blood glucose. Reportedly, customer continued using pump for insulin therapy.